Manufacturer narrative:
Concomitant medical products: 419378 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a bacteremia infection. A previously capped right ventricular (rv) and right atrial (ra) lead were also removed. It was reported that lead extraction was difficult and required a sternotomy and resulted in a pleural effusion. The patient was then intubated in the intensive care unit (ICU). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the procedure also included removal of a right atrial thrombus and repair of a right ventricular apex perforation and left subclavian vein. An intra-aortic balloon pump and epicardial lead were then utilized.